Manufacturer narrative:
The reported complaint is not verifiable. Per the user facility's perfusionist, the unit is fully charged and discharged at least once a month. There were no parts returned for evaluation as the unit was operating to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
After charging overnight the hlm returned to a green battery status and was working as intended.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, after charging for 13 hours the heart-lung machine (hlm) still showed a red battery symbol with 69 minutes of battery life remaining. The surgical procedure was completed successfully. There was no delay, no blood loss and no adverse event reported.